Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the unspecified bd needle had blood splatter/leakage or other sample leage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated "when using the abg, it was found that the abg's needle was blood leakage."